Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the surgeon clamped the tissue and tried to fire the device, however the handle was locked and could not fire. The surgeon said he squeezed the handle slightly ,then the safety lock might have worked. The procedure was completed with another device. The status of the patient is no problem.